Event description:
It was reported to philips that the system shut down on its own and would not boot back up until the breaker was reset. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. Upon troubleshooting with the customer, the rse determined that the system shut down unexpectedly, and the customer reset the main breaker to restore power. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found the ups remote panel stuck on the login screen, which prevented users from receiving ups alarms. To resolve the reported issue, the fse advised the user to keep the remote panel in normal mode so they can be alerted when the system switches to ups power. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.